Manufacturer narrative:
Hill-rom will conduct an investigation of the medical device when returned and send a supplemental report.

Event description:
It was reported to hill-rom that the slingbar center bolt broke in half during patient lift. No injury reported.